Event description:
Patient has often experienced hyperglycemia in the range of 500 mg/dl "hi" during the past 2-3 months, and she believes the piston rod of the infusion device moves "slower" than normal and does not deliver the correct amount of insulin. The infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.